Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming this event took place during preparation for a cystoscopy procedure. According to the initial reporter, the intended procedure was confirmed completed without issue. The event date was also confirmed as (B)(6) 2022.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp was experiencing poor lamp lighting. Additionally, the chassis had rust present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the main lamp on his olympus visera elite xenon light source was not coming on during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be confirmed. However, it's likely the cause is related to a faulty ignitor. Olympus will continue to monitor field performance for this device.